Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the patient had their ipg replaced to address the issue.

Manufacturer narrative:
Correction: additional information found h6 - method code should be 4115 rather than 4117.

Manufacturer narrative:
Date of the event is estimated  the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient has pain at the ipg site. There is no redness or swelling, but it is tender to palpation. Surgical intervention may take place to address the issue.